Event description:
It was reported that the 2.75x15 rx vision stent delivery system (sds) met resistance during advancement to the severely calcified, mildly tortuous, target lesion in the distal right coronary artery. The sds reached the lesion, but it would not inflate. Negative pressure was applied and blood entered the inflation device. After the sds was removed from the anatomy, it was noted that the stent was very mangled, elongated and was pushed back on the sds approximately 7 mm, but the stent did not dislodge from the sds. Another 2.75x15 vision was used to complete the procedure without further incident. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and the reported inflation issue, leak and stent damage (mangled, stretched) were confirmed. The reported stent movement on the delivery balloon was not confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances from the reported lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.